Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lead was explanted and replaced. During the procedure, there was difficulty encountered with fixing the lead in the atrial port. It was noted the torque wrench could not be inserted. It was confirmed the setscrew had dropped out and it resulted in difficulty in continuous use of the product. The device was explanted and replaced. No patient complications have been reported as a result of this event.